Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that during a primary right knee surgery, the surgeon removed tibial tray trial and a 3/4" headed nail fell into the tibial canal. Surgeon tried to remove but was unsuccessful and left the nail in the patient's canal and completed the case. No delay or adverse consequence to patient or user. No additional information, medical records, or x-rays will be provided due to hospital policy.